Manufacturer narrative:
Concomitant medical products: product ID: neu_unknown_lead, lot# unknown, product type: lead. Information references the main component of the system. Other relevant device(s) are: product ID: neu_unknown_lead, serial/lot #: unknown, ubd: , UDI#:. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a trial patient with an external neurostimulator (ens). It was reported the patient pulled her trial wires out and went to the healthcare professional (hcp) on (B)(6) and he reconnected it. The patient stated she thought she moved the wires when it got hooked on the knob and it gave her a jolt. The patient tried calling the manufacture representative (rep) but they did not respond. The patient noted they did not see the original hcp on (B)(6) because they were out. The patient noted she did talk to the rep on (B)(6) and he recommend the hcp take it out because he had enough information. The patient noted she was not getting stimulation. The patient connected to the ens and the patient was at 0.0 v on both sides. The patient tried increasing stimulation on the left side and never felt stimulation. The patient then increased the right side and the stimulation was painful and she could not get it to a comfortable level. The patient noted on (B)(6) when she went to the hcp he tried increasing the stimulation on ¿only one lead was on and it was very painful¿. The patient noted the hcp turned the stimulation down after. The patient noted she was going to meet with the healthcare professional (hcp) on (B)(6). Additional information from the manufacture representative (rep) on (B)(6) reported the patient had a successful trial and was implanted on (B)(6). There were no further complications that have been reported as a result of this event.